Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was getting over a bladder infection which she knew would increase her urination frequency and urgency. The patient stated the infection was confirmed. It was noted the patient noted oral antibiotics as an intervention to try and resolve the infection. The patient noted the infection had not resolved at the time of the report, but they were treating it and had two days left. The patient noted she was urinating a lot. The patient went on to say she was urinating like 3 or 4 times a night which was very odd because normally she only urinates once. The patient noted was under a lot of stress and that could be the issue. The patient noted the medicine was drying her mouth and she had to sip water a lot which could also be a contributing factor to the increased frequency. The patient continued to state that she changed medicines for other issues and that was causing her dry mouth. The patient reported she did not feel stimulation and therapy was on. The patient confirmed they were on program 3. The patient increased amplitude and did not feel stimulation in the correct area. The patient changed to program 4 and increased to 4.4 v. The patient stated she felt pain, but no stimulation on program 4. The patient then changed to program 2 at 1.6 v and confirmed she felt conformable stimulation and no pain. The patient noted she felt pain before increasing the stimulation. The patient noted she was getting close to time that she needs to get her battery replaced. The patient stated her healthcare professional (hcp) told her earlier this year that the device usually lasts 5 years and this was her fifth year. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.